Manufacturer narrative:
The investigation into the damage has been completed. The console was never returned for investigation. The automated impella controller was not received from the customer. The root cause is inadvertent console damage by the customer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic grounding plug was broken off, and there was a micro crack on the purge luer proximal to the purge pressure reservoir. No report of patient harm or injury was noted.